Manufacturer narrative:
Investigation results completed on a smiths medical cadd solis vip 2120 pump. Upon arrival damaged lens with visual outer inspection. Evidence log opened and revealed multiple events of " cannot start pump " with alarms either silenced or acknowledged. Evaluations and test confirmed complaint and this was isolated to wrong connector. Found four pins and production should have placed five pins. The crimp connector was repaired and replaced. Production caused event by wrong wire crimp. The device was inspected prior to release and had passed all testing.

Event description:
Information received a smiths medical cadd solis vip 2120 pump air sensor is non functional and does not detect air in line. No patient adverse events reported.